Manufacturer narrative:
Manufacturer narrative: updated sections d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that this patient with a 25mm valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 4 years and 4 months due to valve degeneration leading to severe stenosis (ava 0.8cm2, functional area 0.7cm2). No leaks were observed. The patient presented with short of breath. A 26mm valve was successfully implanted within the surgical edwards valve. The patient was noted as fine. The implant date is known only as "2016". Therefore, (B)(6) 2016 is being used to calculate the minimum implant duration.